Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an urgent low soon alert while using the ilet and documented a low blood glucose of 65 mg/dl after dinner, despite a timely meal announcement and no preceding high, exercise, medication changes, or setting changes; the user noted similar nocturnal lows occurring regularly, and tubing fill occurred earlier that day with a brief disconnection. Symptoms included hypoglycemia without loss of consciousness or need for assistance. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and education regarding potential contributors such as recent system actions, adaptation, and use practices. Investigation of this case revealed no device malfunction identified and an unclear etiology for hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unknown.